Event description:
It was reported that a patient developed an infection and sepsis after a surgery for aortic valve replacement in which a vascu-guard patch was implanted. Twenty seven days post operatively and forty four days post operatively, the patient had unremarkable follow up visits with the cardiovascular surgeon and the cardiologists. Approximately four to six weeks later, the patient began to experience low grade fevers, chills, and malaise. Seventy eight days post operatively, during a follow up visit to the cardiologist, the patient was noted to have a fever of 103 degrees fahrenheit. Two weeks later, the patient was seen by his family practitioner for a ¿two week history of chills, cough, and fatigue¿. One week later, the patient was admitted to the hospital for suspected infection. On an unreported date, the patient began treatment for the infection with amikacin, cefoxitin, and zithromax (doses, frequencies and routes not reported). There was no report of any invasive procedures performed between the time of the initial surgery and the onset of symptoms of infection/sepsis. Nineteen days after being admitted to the hospital, the patient underwent surgery to have the aortic valve and vascu-guard patch removed. During the surgery, the patient received a new aortic valve replacement and a peri-guard patch was used instead of a vascu-guard patch. At the time of this report, the patient remains hospitalized and antibiotic treatment continues. At the time of this report, the patient reportedly has many ¿superinfections¿ (unspecified), has been intubated multiple times, is now in renal failure and is not expected to survive. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The explanted sample was not evaluated due to its unknown preparation and preservation by the user facility. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Weight provided was (B)(6). Should additional relevant information become available, a supplemental report will be submitted.